Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 70 mm abdominal aortic aneurysm. It was reported that on the date (unknown date) the patient returned for follow-up, unknown aneurysm enlargement was identified. A laparotomy was performed, thrombus was noted inside the aneurysm, when the thrombus was peeled away from the stent graft , there was bleeding from needle holes on both the main body bifurcate and the contralateral limb stent graft. The main body of the bifurcate was cut leaving the suprarenal stents and the central two stents implanted, while the rest of the stent graft and limb were explanted. Y- graft replacement was then performed as per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.